Event description:
Procedure type: right upper lobectomy. According to the reporter: upon loading 6th sulu (60, purple), it rotated to the maximum by itself and then returned ot the original position. Doctor continued using the device was fired unsuccessfully. The procedure was completed without problem. No pt harm. Nothing fell into the pt cavity. No delay. No bleeding. No reinforcement material was used.

Manufacturer narrative:
(B)(4).